Event description:
The customer reported being hospitalized for high blood glucose. The glucose reading was not reported. Troubleshooting was performed. Reviewed settings on the insulin pump and the time was one hour behind. Ran a fixed prime test and found that the device kept going back to rewind mode. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.